Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. Root cause of the issue was due to the defective purge retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that that the automated impella controller (aic) experienced purge disc/flag issues. No clinical details with regard to patient condition and resolution were provided.